Event description:
A caller reported an error with their continuous glucose monitor (cgm) labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who guided them through resetting the pump. After completing the pump reset, the cgm error was resolved, and the caller was able to successfully start their sensor session.